Manufacturer narrative:
On december 01, 2023, mentor was notified that the patient underwent an emergency breast implant removal surgery without replacements due to an infection on (B)(6) 2023. The suspect device was reportedly discarded afterwards. The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: wound infection manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 08, 2023, mentor was notified that the patient was scheduled for bilateral removal and replacement on november 21, 2023. On august 14, 2023, mentor received the following additional information. The diagnosis was updated. The patient was diagnosed with bilateral baker grade ii capsular contracture of the breasts during a consultation with a medical professional. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-10019 for the contralateral event. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture, granuloma, capsular contracture date of explantation: (B)(6) 2023 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 04, 2024, the patient was indicated to have had a left-sided breast infection only. On january 23, 2024, mentor completed an evaluation on an image that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the implant was observed severely ruptured. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year-old caucasian female patient underwent a breast augmentation surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant using ultrasound imaging and capsular contracture of the left breast. Silicone has leaked into the lymph nodes resulting in granuloma formation. A baker grade rating was not provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 31, 2023, mentor was provided with an updated explantation date of (B)(6) 2023. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).